Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6). A ge healthcare service representative performed a checkout of the system but was not able to confirm the reported issue. Physical inspection showed that the device had a broken cover with a spring tab leaning on the power switch. The broken power switch cover was replaced proactively.

Manufacturer narrative:
Patient information was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit shut off while transporting a patient and the o2 tank got really cold. There was no reported patient injury.